Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization for low blood glucose on (B)(6) 2014. Her blood glucose was 80 mg/dl when hospitalized. Leading to the event, customer's blood glucose was high and rising, despite bolus deliveries. She overcorrected with a manual injection, causing her to go low. Customer was treated and released the same day. During troubleshooting for high blood glucose, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. Customer was advised that high blood glucose was often caused by site or set issues. She was advised to monitor the issue and call back if needed. Nothing further reported.